Event description:
It was reported the cot would drop several inches when being unloaded from the ambulance. The device was pending evaluation by a stryker field service technician; however, the customer did not respond to attempt to schedule a service call and the work order was cancelled. The user facility did not provide the model or serial number of the affected device.

Manufacturer narrative:
H3 other text : device not accessible for testing.

Event description:
It was reported the cot would drop several inches when being unloaded from the ambulance. The device is pending evaluation by a stryker field service technician; however, the customer has not responded to attempts to schedule a service call. The user facility did not provide the model or serial number of the affected device.